Event description:
As reported by the edwards lifesciences field clinical specialist, a commander delivery system balloon burst at the end of valve deployment during a tavr procedure. A 26mm sapien 3 ultra valve was to be implanted in the aortic position via transfemoral approach. The devices were prepared per IFU. There was no difficulty obtaining access or loading the delivery system balloon in the descending aorta. The commander delivery system balloon burst at the end of valve deployment. There was no difficulty withdrawing the delivery system out of the 14fr esheath+ and there was no injury to the patient. Tte showed fully deployed valve with trivial paravalvular leak. Patient was well when they left the cath lab post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: calcification present in the landing zone. Radial and longitudinal balloon burst observed at full inflation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the commander delivery system balloon burst was confirmed. Available information suggests patient factors (calcification) likely contributed to the event as presence of calcification in the landing zone was observed. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.